Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the reservoir compartment not locking reservoir as the threading broke off. The customer¿s blood glucose level was 263 mg/dl. The customer reported that she noticed reservoir compartment was not locking when she was changing the set and she said it might have happened because the pump might have dropped. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube lip completely broken off and test reservoir did not lock or click into the reservoir tube properly, cracked case at reservoir tube window corner and minor scratched display window.